Event description:
Event description guidant received information that two implanted epicardial leads were found to be fractured. Both leads were capped and surgically abandoned. A new lead system was successfully implanted.